Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator encountered difficulties during the implant procedure of the pacing lead. After several attempts to find the site to fix the lead, the operator decides to remove and replace the lead. No patient complications have been reported as a result of this event.